Event description:
It was reported that this right atrial lead exhibited undersensing. No adverse patient effects were reported. This lead remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).